Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, broken belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's mother reporting via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 141 mg/dl. The customer stated that the numbers are scrolling without any input from her. Customer stated that their is no significant events leading to the keypad issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.